Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
Prior to use, it was noted that there was hair in the sterile package of a 5f infiniti catheter (jl 5 100cm). There was no report of patient injury as the device was not clinically used. The package will be returned for analysis. There was no packaging damage to the shipping box, outer product box or inner product pouch. The e integrity of the sterile pouch was compromised due to the hair in it. The product is stored in the lab closed. There was no actual product damage. Two pictures have been provided.

Manufacturer narrative:
Complaint conclusion: prior to use, it was noted that there was hair in the sterile package of a 5f infiniti catheter (jl 5 100cm). There was no report of patient injury as the device was not clinically used. The package will be returned for analysis. There was no packaging damage to the shipping box, outer product box or inner product pouch. The integrity of the sterile pouch was compromised due to the hair in it. The product is stored in the lab closed. There was no actual product damage. Two images were received. Both images show an opened package and a black line/material is noted.  One non-sterile 5f infiniti diagnostic catheter jl 5 100cm empty pouch (device not returned) was received folded for analysis inside a plastic bag. Per visual analysis, the empty inner pouch packaging of the product was received torn/opened at the label side. The received pouch was labeled as catalog 534522t, lot number 17398726. A thorough inspection was performed on the received pouch and it was noted that a 1.3 cm hair like foreign material was observed inside the opened non-sterile empty pouch. No other anomalies were found.  The reported complaint by the customer as ¿packaging/ pouch/box- foreign material - in sterile package¿ was confirmed due to the hair like foreign material observed inside the opened non-sterile empty pouch. Nonetheless, the exact cause of the hair like foreign material observed inside the opened non-sterile empty pouch could not be conclusively determined during the analysis since the non-sterile empty inner pouch packaging of product was received already torn/opened at the label side. According to the product instruction for use, users should not use the product if it is opened or damaged as was done in this case. Based on the product analysis and the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.